Event description:
Surgeon inserted device into pt. Determined that it was not going to be possible to reach target area. As he was withdrawing the icast he realized that the stent was coming off the balloon. Surgeon was able to deploy stent safely in pt and withdrew balloon.

Manufacturer narrative:
It was noted that one coiled catheter and one undeployed stent were present. The stent was not on the balloon. The balloon was in place and shoed signs of being properly crimped. Witness lines of the stent are transferred to the underlying balloon during the stent crimping process. The undeployed stent had a slight buckle in the middle of the stent with a slow curve. One end of the stent was damaged. One of the stent end crowns had been folded backward. Based on the information received and our eval, we know the balloon was in place and did not separate from the catheter and that the stent was not deployed in the pt. As it is difficult to determine the actual cause of failure, it is possible that this stent, when attempted to be removed through the sheath caught one stent crown during withdrawal causing the stent to move. This does not explain the buckling in the middle of the stent. The buckling of the stent could occur if the stent was attempted to be pushed through a highly calcified legion. If this was the case, atrium instructs within the instructions for use, "if excessive resistance is felt, remove and inspect the stent for damage and to be sure the stent is properly sized."